Event description:
It was reported that the device was used during a esophageal hiatal hernia when bleeding was confirmed from somewhere. The device had been used to separate tissues during this procedure. Surgeon commented that the device had no problem about it's function and usage. When the surgeon found the bleeding somewhere of the lesser curvature of stomach, the device was used in an attempt to control the bleeding. At that moment, the heavy bleeding occurred. The surgeon tried to stop the bleeding by gauze, but couldn't. The pt's pressure was going down. Therefore, it converted to open procedure. On the same day, the pt died.

Manufacturer narrative:
Device not returned for analysis.